Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use test, the unit alarmed the ventilator communication failure. There was no reported patient involvement.